Manufacturer narrative:
(B)(4). Concomitant medical products: 12-115120, cer bioloxd mod hd 36mm -3 nk, 725740; 010000665, g7 pps ltd acet shell 56f, 2981561; 51-103130, tprlc 133 type1 pps so 13.0, 2835744. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01847, 0001825034 - 2018 - 01848, 0001825034 - 2018 - 01846. Product location unknown.

Event description:
It was reported that the patient underwent a revision procedure due to infection of the right hip two months post-operatively. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint was confirmed based on the surgical op notes that was provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an irrigation and debridement (I&d) procedure approximately six (6) weeks post-implantation due to a draining surgical wound and wound infection. Then, approximately a month later, patient underwent a 1st stage revision with removal of their implants due to chronic infection of the right hip. A loose stem was found during the revision. Following right hip stage I procedure, patient underwent 2nd I&d four (4) days later. Subsequently, an additional staged procedure was performed approximately four (4) months later due to a failed stage 1 procedure with recurrent infection. Patient was revised to a spacer. Lastly, patient underwent a stage 2 re-implantation procedure three (3) months later. Attempts have been made and additional information on the reported event is unavailable.